Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data and history revealed call service alarms. Call service alarm was not duplicated during investigation. There were no power issues affecting the pump during the investigation. The pump was found to be operating within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had no power evidenced by a blank display screen and no auditory tone or vibratory function. No further information was provided. Animas customer support made several attempts to contact the distributor in follow up, but was unsuccessful. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.